Manufacturer narrative:
Device passed the self test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted during the testing. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector lcd locked properly during visual inspection. No frozen screen noted. .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had button error. The customer¿s blood glucose level was 500 mg/dl. Customer also reported that insulin pump had no delivery alarm and frozen display. Customer states that insulin exit. The customer declined troubleshoot for high blood glucose. Customer states behavior of the keypad up and down arrows. The insulin pump will be returned for analysis.